Manufacturer narrative:
Correction information was provided in h.6. On initial MDR patient code 2140 was an error. Additional information was provided in h.3., h.6. And h.10. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated product information was not provided. The product investigation could not identify a root cause for the reported complaint. The lens remains implanted. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Follow up has been attempted for more information. Company cannot provide medical advice. Information in the file indicated that company requested the consumer to connect with their ecp (eye care professional). The ecp will be the right person to evaluate and suggest appropriately. No further information has been provided. If additional information becomes available, the file will be reopened and updated. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that he was implanted with intraocular lens (iol) two years ago. He had very blurred vision and moreover had very sharp rings around the lights and halos. He had trouble in night driving and had little problem in reading. There are two medical device reports associated with this patient. This report is associated with the right eye.